Event description:
It was reported that during an unknown procedure when testing before firing, device was stuck. Therefore not used in operation. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged yoke teeth, damaged shrouds. The following information was requested, but unavailable: please explain what is meant by, the device was stuck? What color cartridge was being used? The analysis results found that the device was received with the clamping mechanism damaged and with the handle shrouds slightly separated. A tr45w cartridge was loaded in the device. The returned cartridge was noted to be unfired and in good visual conditions. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reach on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).the batch record was reviewed and no anomalies were noted during the manufacturing process.